Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a dissection occurred. Lesion 1 was located in the proximal right coronary artery (rca) extending into the mid rca. The chronic, long lesion was 100% stenosed, 3.0mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.75x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid rca. The chronic lesion was 100% stenosed, 2.9mm in diameter and 46mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 3 was located in the distal rca. The chronic lesion was 100% stenosed, 2.7mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Post deployment of the study stents there did appear to be a dissection of the posterolateral distribution at the takeoff of the posterior descending branch with only timi-2 flow down the posterolateral distribution. There was some staining and hang-up of contrast material and intimal dissection in the ostial and proximal portion of the posterolateral distribution. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure, final angiography showed no dissection in the stented segment. The intimal dissection in the ostial and proximal portion of the posterolateral distribution has been corrected as not associated with the 2.5x32mm taxus liberte stent as previously reported. Per source documents, the intimal dissection was not treated.